Event description:
Info received via e-mail from the pt's spouse reporting that a few weeks ago that the pt died claiming it was because of a disconnected catheter. It was alleged that the disconnected catheter entered the heart and the artery of the lung on the right side. During removal of the disconnected catheter the pt suffered from a hemorrhage in this particular lung, which eventually caused the pt's death. Additional info received stated that the pt was suffering from severe parkinson's disease with shaking and severe muscle tension. The device was implanted some time in 2000 for the infusion of apomorfine. One month later the pt reported some shortness of breath, shortness of breath was reported again two months later. The catheter was found to be fragmented with the distal segment embolizing. The pt was brought to the hosp where an attempt to retrieve the catheter was made. There were complications during the removal procedure. A surgeon associated with the event surmised that the catheter was fragmented due to pinch-off syndrome complicated by the muscle tension of the parkinson's disease.